Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to an adverse reaction to metal debris. It was further reported patient allegations of pain, discomfort, elevated metal ion levels and fluid. A review of the invoice history confirmed the surgery dates and indicates all components were removed and replaced during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06449 & 06450).